Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation of a causal relationship between the event and the liberty select cycler or cycler set. The cause of the peritonitis is unknown. There is no allegation of a machine malfunction or cycler set leak reported for this event. Based on the information available, there is no documentation or indication the liberty select cycler or cycler set caused or contributed to a serious adverse patient event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was diagnosed with peritonitis. The patient was treated/prescribed vancomycin (route, dose, frequency and duration unknown). Additional information was obtained from the pdrn. It was confirmed that the cause of the peritonitis was unknown. The pd effluent culture was positive for growth of a cocci organism, but genus and species was unknown. The patient¿s white blood cell (wbc) count was elevated (unknown values) but the patient was continuing to recover and complete pd therapy on the liberty select cycler.